Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer was receiving no delivery alarms despite changing the infusion set. The customer's blood glucose was 350 mg/dl. The customer stated that she felt sick. Troubleshooting was done. Advised customer to run a manual prime, and the insulin did not exit the tubing. The insulin pump alarmed no delivery. Advised that the insulin pump would be replaced due to excessive no delivery alarms. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.